Event description:
It was reported that blood leakage occurred between the shield and the stopper during use with a bd vacutainer® sst¿ blood collection tubes. This occurred on (B)(4) separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: blood leaked from between the shield and the stopper.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. One used hemogard cap was evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leakage occurred between the shield and the stopper during use with a bd vacutainer® sst¿ blood collection tubes. This occurred on 3 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: blood leaked from between the shield and the stopper.